Manufacturer narrative:
Age, sex, weight, and ethnicity: information unknown not provided. Telephone number: (B)(6). Initial reporter name and address: name information was not provided. Investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore johnson & johnson surgical vision, inc has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported by the customer that they experienced suction loss during the segment of of the side cut in the creation of the corneal flap with the patient interface (pi) during the laser firing. The procedure was not completed and will be completed at a later date.